Event description:
It was reported that during a procedure of the mildly tortuous, mildly calcified, de novo, 90% stenosed, proximal left anterior descending artery, after pre-dilatation with a 2.5 x 20 mm trek balloon dilatation catheter (bdc), the 2.75 x 23 mm xience v stent delivery system (sds) was advanced but could not cross the lesion. During removal of the sds from the anatomy the shaft was noted to be separated into two pieces. All of the device was removed. A non-abbott sds was used to complete the procedure without incident. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Shaft separation/detachment was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.